Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal half of the stent damaged with struts distorted, bunched and lifted from the stent profile. It is likely the crimped stent may have encountered resistance and subsequent damage during withdrawal attempts of the device. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at 175mm from the end of the hub. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 07jul2016. It was reported that crossing difficulties were encountered and shaft kink and shaft break occurred in a segment that cannot enter the patient's body. Vascular access was obtained via the femoral artery. The 90% stenosed, 18x2.75mm, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (mlad). A predilation was performed with a 2.25x15 maverick and a 2x20 non-bsc balloon catheters. A 2.75x20mm promus element¿ plus drug-eluting stent was then advanced but failed to cross the lesion. The device was removed and a mailman guide wire was then used however, the distal part of the shaft at the side of the operator was damaged and kinked. It was also noted that the shaft broke during flushing of the device. The procedure was completed with a 2.75x18 non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and hypotube broke at a point that could potentially enter the patient.